Manufacturer narrative:
Supplement #01 medwatch submitted to the FDA on 04/oct/2023. Additional information: a device history record (DHR) review was done for reporting purposes. There were no other complaints in the apollo database against this lot number and this allegation, af05441. The subject product met all specifications and requirements in effect at the time of manufacture. Device evaluation summary: assessment of the device involved in this complaint was not possible, and it has not been possible to determine the root cause for this event. The risk of early balloon deflation increases with the duration of time spent in the stomach. Because some risks increase with time and consistent with our regulatory approvals, we advise that balloons must be removed timely and not be left beyond the indicated dwell time. The most common reasons a balloon can deflate is either due to a rupture of the shell or a leak in the valve. The risk of early ruptures of the shell tends to be more likely the longer the balloon is spent in the stomach. The use of proton pump inhibitors may be favorable to long term balloon durability in the stomach, but there is currently a lack of evidence to support this. Valve leaks can happen at any time. When placing the balloon, inspect the balloon valve for a leak after the fill catheter is removed. You cannot check the valve for a leak while filling because fluid may leak between the fill tip and fill tube during filling, particularly if the fluid pressure is high. We also receive other reports of balloons found to be partially deflated during routine removal. If you experience this type of deflation, we ask you to record the fluid volume and before removal of balloon to remove the remaining volume. When investigating these complaints, we seek to learn if the balloon has ruptured or leaked. In instances where a balloon appears to have leaked, we ask for an estimate of the size of the balloon and how the deflation was identified (such as picture, video, x-ray, CT scan or ultrasound), so that we can better understand the nature of the leak. A deflated balloon should be removed immediately to prevent risk of bowel obstruction. If you experience any future deflation, we request that you report the incident as a complaint right away.

Manufacturer narrative:
Initial medwatch submitted to the FDA on 28/aug/2023. A review of the device labeling notes the following: the current orbera365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation, vomiting and early removal "as follows: "the physiological response of the patient to the presence of the orbera365¿system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera365¿ system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined endoscopically as this is indicative of an igb deflation. A patient who's deflated (i.e. Collapsed) igb has moved into the intestines must be monitored closely for an appropriate period of time (at least 2 weeks) to confirm its uneventful passage through the intestine. Abdominal or back pain, either steady or cyclic. Deflation and subsequent replacement." Deflated device should be removed promptly. Possible adverse events: intestinal obstruction by the igb. An insufficiently filled igb or a leaking igb that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way into the colon and be passed with stool. However, if there is a narrow area in the bowel or adhesion formation, which may occur after previous surgery on the bowel, the igb may not pass and could cause a bowel obstruction. If this occurs, surgery or endoscopic removal could be required. Insufficient or no weight loss. Igb deflation (i.e. Collapse) and subsequent replacement. Additional information: the investigator determined that a device history record (DHR) review is required for this complaint due to the complaint being reportable. There are no other complaints against this lot number and this allegation, af05441.

Event description:
Patient reported dark color urine and vomiting. Balloon was found deflated and was removed.